Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip fell off the bronchovideoscope. There were no reports of a delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide correction to the initial MDR for information inadvertently left out.

Event description:
It was reported, that the patient bit about 15 cm from the tip. And that, the part may have been inside the body. It was found, during an unspecified examination and was removed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field (h3). The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. However, the root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.